Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on a system and was run in normal mode. The iesu had c-34 error during startup and mono coag activation. The front bezel is in decent condition. The iesu will be returned to the original equipment manufacturer. Root cause is attributed to the low measurement value for voltage.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, vio dv integrated electrosurgical unit (iesu) had no monopolar energy output. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse found error c-34, m-11 and m-18 in the logs. Before the phone call, site replaced the energy cord and instrument, but the issue was not resolved. Site confirmed that the grounding pad icon remained green the entire time, and the external foot pedals were not being depressed. Site turned off forcetriad generator next to the vision side cart (vsc), but the issue remained. Tse advised site to power cycle the iesu, but site declined due to the ongoing procedure. The procedure was completing as planned with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the issue was not resolved during the procedure. Site undocked, shut down the system completely and then restarted it, but the issue was not resolved. Site continued to use vio dv iesu for bipolar energy.